Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading at the time of admission was 350 mg/dl. Significant event leading to the emergency room visit was a report that the insulin pump had alarmed no delivery one day prior to the hospitalization. The reporter stated that the device showed a couple of bars on the display, and it did not administer insulin. The customer continued to try and work with it, but it did not work, and by midnight she was admitted into the intensive care unit. The hospital treated her for high blood glucose. Upon troubleshoot, the customer reported that the alarm was resolved by a complete infusion set change. The customer declined returning the set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.